Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/ pelvic floor. It was also mentioned that the patient had a loop recorder. It was reported that therapy turned off and reset to shipping parameters due to a power on reset that was seen on (B)(6) 2017. The caller stated that the were not sure it was working. The patient ¿gets¿ the por message. Occasionally the patient checked the device to make sure it was working by increasing stimulation so that they could feel it and then they would turn it back down. During the call, the patient was experiencing poor communication when pulling up the por message. The poor communication resolved after re-inserting the antenna. The patient replaced the programmer batteries to see if that was the reason for the por but the por was still encountered. No reported falls or traumas were associated. Recent electromagnetic interference (emi) exposure was reported that the patient had 2 unrelated surgeries for a broken wrist and a knee replacement. It was mentioned that the hcp would not do a MRI but that they could get a CT scan or x-ray. The tests were unrelated to the device/therapy. No further complications were reported.